Manufacturer narrative:
The insulin pump was received with full segment frozen display due to faulty component on the mother board. The insulin pump had cracked case at the display window corners, broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. Customer's blood glucose was 3.5mmol/l. The customer stated that the pump start alarming and display when blank. The customer changed battery but alarm persisted. The customer insulin pump swapped during ooh.